Event description:
Surgeon was using cautery device with a 3mm colorado needle tip attached and about 2mm of the colorado tip broke off. Surgeons reported that the tip "flew" off to the left side of the patient.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed because the complained device was not returned for investigation. However, further information was received for the complained event and within these it was stated that the surgeon intentionally bent the initially straight tip of the device. Therefore, the event can be classified as misuse. As per statistical evaluation, no indications were found for any systematic, material or manufacturing related issue. Device discarded.

Event description:
Surgeon was using cautery device with a 3mm colorado needle tip attached and about 2mm of the colorado tip broke off. Surgeons reported that the tip "flew" off to the left side of the patient.